Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not booting up. The philips engineer suggested service, but the case was cancelled as the issue was addressed in another work order where the philips engineer replaced the host pc and recreated the image storage to resolve the reported issue. After replacement of host pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.